Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 ¿ patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of 3dmax mesh (device 1). Per operative notes, ¿in the right groin, the sac was reduced and defect was closed and 3dmax mesh (device 1) was placed and sutured circumferentially. ¿ (B)(6) 2009 ¿ patient was diagnosed with recurrent right inguinal hernia and groin pain thereby underwent open repair with implant of perfix plug (device 2). Per operative notes, ¿ the scar tissue with mesh (device 1) adhered to the external oblique was noted. The mesh (device 1) was well incorporated, and hernia sac was stuck to it. The mesh (device 1) was left intact, the sac was removed, and large perfix plug (device 2) was placed and sutured.¿ (B)(6) 2011 ¿ patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 3). Per operative notes, ¿ a large direct defect and moderate sized indirect defect was dissected. The 3dmax mesh (device 3) was inserted into the abdomen and direct defect was closed with sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with right groin pain thereby underwent laparoscopic removal of meshes (device 1 and 2). Per operative notes, ¿the meshes (device 1 and 2) were migrated intra abdominally and peritoneal space. The 3dmax mesh (device 1) was excised completely and one half of the perfix plug (device 2) in peritoneum was left in place and remaining mesh was removed and secured with sutures.¿